Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prothesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5701622, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the deflation reported initially, the patient was also experiencing multiple unspecified symptoms the patient was relating to her implants. When the device were explanted they were not replaced. 1645337-2020-06853 relates to the contralateral prosthesis. Reason for device explant and/or reoperation:deflation/generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedures, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).